Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen became nonresponsive with a black display that would not illuminate even on a charger, while the pump could be heard operating and responding to touch; this was categorized as a display difficult to read involving the touchscreen component, and the user wears a dexcom g7 and had backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed an ambient light problem was identified in relation to a display that was difficult to read, localized to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.